Event description:
The complainant reported that the physician passed the device through the scope and into the pt's (age and gender unk) bile duct following cannulation during an ercp therapeutic procedure. The stone was grasped in the device basket, and pressure was then applied using the alliance inflation device for lithotripsy, but the stone was not crushed and the basket tip failed to drop off. The physician applied continuous pressure, which resulted in the handle of the device snapping. It was indicated that the stone was extra large in size. The stone and device basket remained in the pt's dile duct, and was then successfully removed with another lithotripsy device. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.